Event description:
It was reported that the customer went to the emergency due to diabetic ketoacidosis, with a blood glucose reading of 670 mg/dl. It was stated that the customer felt there was a problem with the infusion sets. However, the customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.